Event description:
It was reported that an evacuated container (1000ml) had no vacuum. This issue was discovered before use and there was no patient involvement. No additional information is available. Report 2 of 4.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation as it was discarded by the customer. Should additional relevant information become available, a supplemental report will be submitted.